Event description:
It was reported that during procedure right ventricular (rv) septal perforation occurred and was associated with the rv left bundle branch lead. The procedure was completed without problems by avoiding the site of ventricular perforation and repositioning the lead in the right ventricular septum. Echocardiography was performed on the pacing lead perforation site, but it was determined that there were no problems. The catheter was used normally and slitting was performed on the catheter. The product no longer retained its shape and was disposed of within the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.